Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this pacemaker complained of feeling weak with their heart racing. This was happening every now and then, even at rest, and mostly when moving their arms. It was also noted the device stored 19,600 pacemaker mediated tachycardia (pmt) episodes. The pacing mode was reprogrammed to ddi to mitigate the pmt. Technical services reviewed the pmt episodes and noted they did not appear to be real and recommended retrograde testing. It was also suggested to reprogram pvarp to 300-320. Regarding the patient's feeling that their heart was racing, technical services discussed as this was the patient's third device, the pacemaker pocket could be larger, allowing the device to move around. This could cause the accelerometer to increase the heart rate and could also cause thoracic impedance changes that are difficult for the minute ventilation (mv) sensor to filter. It was recommended to consider turning the accelerometer off and changing the mv vector from auto to rv and try to recreate increased heart rates with arm movements. The local sales representative reported there was no increase in heart rate with arm movements with these programming changes. The clinician left the mv vector to rv and will continue to monitor the patient. If the observations continue, the representative could save the device data for further analysis and consider a possible pocket revision. No adverse patient effects were reported. The device remains implanted and in service.